Manufacturer narrative:
Concomitant medical products: c6tr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with new onset atrial fibrillation (af) with rapid ventricular response. On interrogation it was found that there was intermittent undersensing on the right atrial (ra) lead. Reprogramming was performed and the lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.